Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported inomax ds # (B)(4) had nitric oxide (no) readings that were unstable. The no readings were fluctuating high and low above set value. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.

Event description:
On (B)(6) 2010, a respiratory therapist reported inomax ds # (B)(4) had nitric oxide (no) readings that were unstable. The no readings were fluctuating high and low above set value. The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from svc by the customer and returned to the company for investigation.